Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: prior to applying the device, the black knob fell off at the back table. It was never used on the pt. The doctor opened a new device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.